Event description:
It was reported that during an ovarian resection procedure, the air leak occurred from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/20/2008. Information anticipated, but unavailable at this time.